Event description:
It was reported there was lead oversensing, high impedances and the patient received many inappropriate shocks. When the pocket was opened, the physician noted damage to the lead. The lead was capped and replaced. When testing the new lead through the ICD, the impedance was high, > 2000 ohms. It was within acceptable limits when tested with an analyzer. As such, the ICD was also replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found.